Event description:
It was reported that the user experienced elevated blood glucose after a supply change while using the ilet, initially uncertain of the cause and later acknowledging a large carbohydrate meal as a potential contributor; no device component issue was identified and device-related details were insufficient. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.